Event description:
During pt treatment on the model 3100a, the 3100a failed to re-pressurize after removing the pt for a procedure. The pt circuit was replaced on the 3100a and pt treatment was continued without compromise.